Event description:
Senseonics was made aware of an incident where the patient reported swelling, bruising and pain at the insertion site. The symptoms first began on (B)(6) 2023. The patient stated that they were using a grip band to place the transmitter over the sensor. The patient did not specify the reason for using grip band. The patient visited hcp who advised to remove the sensor and insert another sensor in the other arm.

Manufacturer narrative:
This MDR is a result of retrospective review of complaints. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The symptoms were first observed on (B)(6) 2023 and the patient consulted hcp. No medication was prescribed to treat the affected area. The hcp advised to have the sensor removed and insert another one in the other arm. No further updates could be gathered due to lack of response from the patient. There is no remedial action/corrective action/preventive action/field safety corrective action required.